Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
Complainant alleged that while performing an analysis on a (B) (6) male patient in convulsions, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Damage at implant could cause the reported problems.

Event description:
It was reported that the atrial lead exhibited loss of sensing, loss of capture and less than 100 ohms impedance in bipolar. Upon opening the pocket, insulation damage was observed near where the physician breaks the sheath introducer during the implant procedure. The lead was explanted.